Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has been returned to syncardia for evaluation. The results of the evaluation will be provided in a follow-up MDR.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver compressors cycled on and off while the driver was connected to wall air and supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.

Manufacturer narrative:
The companion 2 driver was returned to syncardia for evaluation. The customer-reported compressor cycling on the companion 2 driver was confirmed via review of the driver's alarm history, and was reproduced during investigation testing. The root cause of the compressor cycling was determined to be a malfunction of the manual pressure regulator, which was unable to maintain the required pressure set point value. Syncardia has a corrective and preventive action (CAPA) to address the issue of compressor cycling. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1.

Event description:
The customer, a syncardia certified hospital, reported that the companion 2 driver compressors cycled on and off while the driver was connected to wall air and supporting a patient. The customer also reported that the patient was subsequently switched to the backup companion 2 driver. There was no reported adverse patient impact.